Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an intrathecal baclofen (itb) pump for intractable spasticity and multiple sclerosis. The date of the event was 2011. It was reported the patient experienced erosion at the catheter track, and it ruptured the skin. The patient contacted the neurologist, and they took the patient to emergency surgery. The catheter was replaced because it was coming out through her back. The patient had no specific symptoms related to the erosion. The specific pump medications, cause of the event, troubleshooting/diagnostics, medical history, concentration, dose, lot number, as well as concomitant drugs and were not reported; additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.